Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer experienced high blood glucose on (B)(6) 2020 with blood glucose of 482 mg/dl at the time of the incident. The customer used the pump to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller alleged insulin under delivery. Troubleshooting was not completed as the caller declined. The insulin pump will be returned for analysis.